Event description:
It was reported the patient complications occurred requiring additional intervention. The patient presented for percutaneous coronary intervention. The 80%-90% stenosed target lesion was located in a non-tortuous and severely calcified middle of the left anterior descending artery (lad). Rotapro atherectomy and intravascular lithotripsy were performed without complications. 3.50 x 24 mm synergy and 4.00 x 16 mm synergy stents were implanted in the lad. A 4.50mm x 12mm nc emerge balloon catheter was advanced to dilate the proximal edge of the proximal stent. The operating physician instructed tech to inflate balloon to 10atm for 20 seconds. The device was overinflated to 20 atm. The patient's oxygen level and blood pressure decreased, and code blue was called. A vessel perforation/rupture was identified and a non-boston scientific covered stent was placed. The patient was admitted to the hospital, discharged a few days later and was in good health during clinical follow up.